Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. On 10/2001, patient's blood glucose was 38, 78, and 71 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.